Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The complainant indicates the use of non-company as a viscoelastic which is not qualified for use with the associated iol model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow (instructions for use) IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the haptic was torn. The iol was removed and replaced by a similar lens on same day. There was no patient harm and patient's current condition was satisfactory.